Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an abrasion on the outer insulation as a result of friction with the ICD can. No damage was noted to the rv and etfe cables in the area of the abrasions. Reliability laboratory technician; st. Jude medical crmd reliability laboratory - no complaint was received with return of the device. Failure (event) observed d during analysis.